Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the meter would freeze when attempting to deliver a bolus. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 12/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 12/3/2015 with the following findings:the returned meter was paired successfully with a test pump. A 10unit bolus was successfully delivered from the meter to the pump with no issues; the meter screen did not freeze. The meter buttons were tested and no sticking or hypersensitivity was observed. The complaint could not be confirmed or duplicated on investigation.